Event description:
It was reported that left ventricular lead dislodgement was suspected. The patient would be scheduled for a follow-up.

Event description:
Additional information notes the lead was capped on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.